Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the broach adapter snapped off while loaded on the handle. Extra time/work was required to remove the broach from the femur using vice grips. A cable was applied proximally and the case was completed using a second set of broach instruments. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the post at the proximal end broke. The broken fragment was not returned for evaluation. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. A functional test was not conducted due to not being applicable to the complaint condition. A dimensional inspection was not conducted due to not being applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 4 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
It was reported that the broach adapter snapped off while loaded on the handle. Extra time/work was required to remove the broach from the femur using vice grips. A cable was applied proximally to ensure the bone was adequately supported, and the case was completed using a second set of broach instruments. Approximately 25-30 minutes was spent explanting the broken broach, applying the cable, and placing the new broach.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.